Event description:
The customer received a questionable creatinine plus result for one patient sample. The result for a sample from the patient drawn on (B)(6) 2013, was 0.74 mg/dl which was reported outside the laboratory. The result from a new sample from the patient drawn on (B)(6) 2013 was 1.76 mg/dl. This result was delta flagged by their (B)(4) system. Due to the flag, the customer pulled the sample from (B)(6) 2013 and retested it on the integra 800 analyzer and the result was 1.79 mg/dl. The patient repeat result was believed to be correct. The patient was not adversely affected. The creatinine r1 reagent lot number was 67062701 with an expiration date of (B)(6) 2013. The creatinine r2 reagent lot number was 67301001 with an expiration date of (B)(6) 2013. The field service representative determined there was low gear pump pressure and he adjusted it. The customer verified controls and the fsr verified precision. All results were within specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.